Event description:
It was reported by service report that the bed will not go into chair position. There was pt involvement, however, no adverse consequences were reported.

Manufacturer narrative:
Result - plastic stuck in traction post mounting hole.